Manufacturer narrative:
Concomitant medical products: dtma1d1 ICD, implanted: (B)(6) 2019; 1156t lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.